Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. No moisture damage found inside the pump. Pump received with cracked battery tube threads, reservoir tube, reservoir tube lip, minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm after being exposed to rain. Blood glucose level at the time of the incident was 147 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.